Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as healthcare professional reported that they turned off device and still hot to touch days later as they did not know why. They are now scheduled for interstim revision. Patient weight was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s device felt like it was on fire in patient¿s buttocks, and patient reported there was literally something wrong. Patient stated having an intense pain because of it, and was wondering what could be done. No further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the device was replaced on (B)(6) 2018. The representative has spoken with the patient and she was doing great. The device has not been mailed back yet. The rep emailed earlier this week and was informed that the risk management department had it and has not released it. The rep will follow up again tomorrow to see if the can pick it up and mail it back. Product information was confirmed with account and mstar for specific numbers. Rep will be sending update once they get more information.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) ((B)(4)) revealed acceptable telemetry and functional testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Return product received on 2018-may-29th.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) via a manufacture representative (rep) on april 16th reported the implantable neurostimulator (ins) was warm to the touch. The patient reported the site above the implant was warm/hot to the touch whether the device on or off. The hcp witnessed this while the device was off. There was no harm reported. The rep stated the hcp reported that the patient was previously seen for this and had her device checked. It was decided the device needed to be replaced. The hcp saw the patient in the office and turned the device off with no change. The rep stated it was unknown what other interventions took place. It was noted the issue was not resolved at the time of the report. It was noted surgical intervention would take place on (B)(6) the ins would be removed and replaced with a new ins. The patient was alive with no injury at the time of the report. There were no further complications that have been reported as a result of this event.